Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed the displacement accuracy test. The power management tool has confirmed power system error, power loss and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to resistance issue at the j6 connector. However, after disconnecting and reconnecting the internal battery connector on the j6 printed circuit board assembly the pump was monitored and functioned properly. The battery was removed form pump and monitored for 10 minutes, the insulin pump powered up properly after insertion of the battery and no post-reset ram crc alarms were noted. The insulin pump had cracked keypad overlay at the select button, minor scratched display window, minor scratched case and minor scratched keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hospitalized low readings, post-reset ram crc alarm, power system error and power loss alarm. The customer was hospitalized with blood glucose of 93 mg/dl. The customer was given dextrose and IV fluids. The customer stated that alarms occurred immediately after battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was not returned for analysis.